Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced a bent cannula issue and had high blood glucose level reported to be 30.8 mmol/l at the time of incident. The patient went to the emergency room for severe diabetic ketoacidosis and high blood glucose level (30 mmol/l). The patient received insulin as corrective treatment in the hospital. The patient was hospitalized for two days and blood glucose level was 11.3 mmol/l at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.